Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. The catheter was separated at 22.6 centimeters from the hub. The catheter is slit spirally and difficulty slitting is seen. The slitting stops 49.5 centimeters from the hub. The catheter was damaged at implant and has a rough slit edge, snags, stress cracks, kinks and tool marks visible.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, as the physician slit the catheter, it tore into two pieces. One piece was with the hub in the hand of the physician and the other piece was around the lead in the patient. The physician dislodged the lead and started again with the left ventricular implant using a new catheter. No patient complications have been reported as a result of this event.